Manufacturer narrative:
A2: sex: female. (B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Event description:
It was reported "emergency c section morning of (B)(6) 2023. Surgical dressing was removed on the second home visit from a midwife from the hospital, 3 days post delivery. Within 12 hours after the dressing had been removed rash appeared on my torso and back which had the appearance of blisters (torso area and inner thigh) and a red hive like rash over the upper half of my back and over both shoulders. The rash continued to spread up the neck and chest. Within 24 hours the rash pigmentation around my torso started to change to a purple colour, which progressively got darker. My skin felt like it was burning, and the skin was inflamed so much that it was raised, bubbly and extremely hot to the touch. I was readmitted to sandringham hospital after visiting a g.p whom informed me to attend emergency immediately. Several doctors consulted with me and decided that I remain under hospital care until they could identify what the situation was. I was in hospital for 5 days (B)(6) 2023-(B)(6) 2023 and unable to care for my new born."